Event description:
The device was returned for a sensor hardware failure. Pump was displaying cassette load errors during use by customer. During investigation, multiple mock infusions were performed and multiple different cassettes were loaded into the pump. All mock infusions that were performed completed without alarming out. Flow control logs were reviewed after mock infusion testing and found that the set ID is not correctly identifying the ID associated with the cassette loaded into the device. Because this problem is intermittent and the device is failing to recognize the correct cassette, the set ID will be replaced.

Event description:
The following has been reported: biomed reported: issue: intermittent reload set error - ran multiple infusion test and test will pass at first, however when biomed took out the cassette after the test and reseat the cassette, the unit will alarm reload set error. Biomed have tried 3 different line sets and this happens on all 3. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.